Manufacturer narrative:
H10: as the lot number for the device was not provided for all 12 malfunctions, manufacturing review could not be performed. The devices were not returned for evaluation; therefore, the investigation is inconclusive for fracture and failure to infuse for all 12 malfunctions as no objective evidence has been provided to confirm any alleged deficiency with the catheter. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. Pontes l, silva sr, lima ap, sandri lcs, batistela ap, danski mtr (2018). Incidents related to the hickman catheter: identification of damages. Rev bras enferm [internet], 71(4):1915-20. Doi: (B)(4). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 12 malfunctions. A review of the event indicated that model unknown hickman catheter experienced a fracture and a failure to infuse. This information was received from one source. The malfunction involved patients with no reported consequences. The patient¿s age, weight, and sex were not provided.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model unknown hickman catheter experienced a fracture and a failure to infuse. Of this event, the device was used on the patient with no reported injury. The patient¿s age, sex, and weight were not provided. The unknown hickman catheter was not returned for evaluation, limiting investigation.